Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion, and when it was removed, the stent distal edge was found to be lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.